Event description:
It was reported that a patient fell and a subsequent x-ray found that two virage screws were broken. A revision surgery was performed to remove and replace the screws with 0.5mm larger diameter virage screws. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00124.

Manufacturer narrative:
Corrections in d4: lot number, UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the screws were returned fully disassembled. Root cause: root cause was unable to be determined. This event could possibly be attributed to the patient fall or other unknown patient and operational factors. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient fell and a subsequent x-ray found that two virage screws were broken. A revision surgery was performed to remove and replace the screws with 0.5mm larger diameter virage screws. This is report one of two for this event.